Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a pairing failure between transmitter and smart device occurred. No product was provided for evaluation. Data was provided for evaluation. Data review did not confirm the reported event of pairing failure. A root cause could not be determined via data. The reported issue of pairing failure is reportable based on the finding of permanent connection loss. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. An exterior visual inspection was performed and passed. A voltage test was performed and the device held no voltage; therefore, functional testing could not be performed. Share log data was reviewed. Confirmation of the complaint was confirmed via share log data. The root cause was determined to be a low transmitter battery that led to a transmitter failure.

Manufacturer narrative:
(B)(4). Report submitted in error. Please see MFR 3004753838-2017-103005, follow-up number 001.